Manufacturer narrative:
H3: analysis of the pipeline device ped2-500-12 (lot# b401912) found the pipeline flex was returned within the phenom catheter and found to be extending ~87.4cm from hub. An attempt was made to remove the pipeline flex embolization device from the phenom-27 catheter; however, it was unsuccessful. The catheter was then dissected longitudinally to reveal the distal end of pipeline flex device. No bends or kinks were found with the pipeline pushwire. The hypotube and ptfe were found to be intact. The proximal bumper, re-sheathing marker and re-sheathing pad were found to be intact. The dps sleeves and tip coil were found to be damaged. The proximal braid end was found to be opened and frayed. The distal braid end was found to be opened and frayed. Based on the device analysis and reported information, the customer¿s report of ¿failure/incomplete open distal¿ was unable to be confirmed as pipeline flex braid was not returned. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the doctor scheduled the patient for elective embolization of the right posterior communicating artery (pcom) aneurysm. The patient was prepped and draped and the access was attained in the right radial artery. The armadillo catheter advanced into the right internal carotid artery (rica). The phenom 027 was then advanced into the right middle cerebral artery (mca). The pipeline was prepped per IFU then advanced into the phenom 027. The device was advanced into the distal end of the phenom. The device was then attempted to deploy into the rica. During the device deployment attempt, the distal end of the device would not open. The device was re-sheathed and another attempt was made to deploy the device. During the second attempt the distal end of the device failed to open properly. The device was again re-sheathed and removed from the patient inside the phenom 027. The doctor then coiled the aneurysm and removed all catheters. The patient did not suffer any injury during the failed device deployment. The pati ent was discharged from hospital next day and is doing well. The pipeline was not positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. There were no additional steps or other devices required to open the pipeline. The pipeline was resheathed and removed with the microcatheter. The pipeline was used for an indication that is approved (on-label).  The pipeline and any accessory devices were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The angiographic result post procedure was the patient was treated with coils, good angiographic result. All vessels patent. The patient was undergoing surgery for treatment of a saccular, unruptured right pcom aneurysm with a max diameter of 6 mm and a 2 mm neck diameter. The landing zone was 4.1 mm at the distal end and 4.9 mm at the proximal end. It was noted the patient's vessel tortuosity was minimal. Dapt was administered. The pru level was 120.   Ancillary devices include a merit prelude ideal 7f sheath, an armadillo guide catheter, a phenom 027 microcatheter, and an aristotle 18 guidewire.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.